Event description:
It was reported that a user¿s ilet bionic pancreas did not display glucose readings from a dexcom g7 continuous glucose monitor (cgm) and troubleshooting assistance was provided and it was determined the user entered the wrong pairing code; the correct paring code was subsequently entered reconnecting the sensor. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included anticipated restoration of glucose data display following correction of the pairing code, with no reported health consequences or medical intervention. User support included technical assistance and education regarding correct sensor type selection and pairing code entry. Investigation of this case revealed a user setup error with an incorrect g7 sensor pairing code resulting in absent data display on the pump, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during device setup.